Manufacturer narrative:
Event date is estimated.

Event description:
Related manufacturer report number: 1627487-2022-02111, 1627487-2022-02112, 1627487-2022-04166. It was reported that patient underwent surgical intervention on (B)(6) 2022 and their penta lead was explanted and replaced due to lead fracture. Patient's tripole lead was also explanted.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.